Event description:
Related manufacturer report number: 2017865-2023-16115, 2017865-2023-16116. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) channel and the right atrial (ra) channel. Device pocket provocation testing was performed and the noise was reproducible. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.